Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the slitter broke after correctly fitting the blade and locking the catheter in the appropriate groove, causing the off axis cut to proceed on the sub-selector catheter until it stopped. The distal portion of the sub-selector catheter cut off then detached from the remainder portion. It was impossible to resume the cut with other cutters, therefore the remaining portion of the sub-selector catheter was removed with great difficulty using a pair of scissors. Another slitter was used to cut the delivery catheter with no problem. No patient complications have been reported as a result of this event.